Event description:
A trilogy evo USA ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the trilogy evo USA device at the third-party service center, a hard_power_fail error code was discovered indicating problems in the internal battery. The technician recommended replacing the device's internal battery to address the issue. Additionally, the device requires a 4-year preventive maintenance. Due to a circuit disconnect alarm it will be necessary to validate the air flow system. The device arrived with contamination of "brown reside", some parts cracked, and physical damage. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
The manufacturer previously reported that a trilogy evo USA ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the trilogy evo USA device at the third-party service center, a hard_power_fail error code was discovered indicating problems in the internal battery. The technician recommended replacing the device's internal battery to address the issue. Additionally, the device requires a 4-year preventive maintenance. Due to a circuit disconnect alarm it will be necessary to validate the air flow system. The device arrived with contamination of "brown reside", some parts cracked, and physical damage. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Upon further investigation, an error evt_power_vbus_dropped was recorded in the device's event log. The device's detachable battery pack was replaced to address the event. Additionally, the proportional valve, 3-way solenoid valve, muffler assembly, particulate filter, and air inlet foam filter due to service. The system board, tubing-fio2, blower bellows seal, blower mount, and tubing-blower chassis, replaced due to saline contamination. The machine flow sensor was replaced due to an evt_low_tidal_volume error code discovered in the event log. Due to a crack the internal battery door, rear cover, base assembly, outlet side panel, vanity cover, and main housing were replaced. The device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.